Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 2/4 of their automated peritoneal dialysis therapy. Reportedly, the hp had disconnected the transfer set from the patient line of the homechoice set during a dwell phase and did not return in time for the following drain cycle. When the hp returned the machine was alarming. The hp reconnected and attempted to clear the alarm. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed manually. No patient injury or medical intervention was associated with this incident, per the hp.